Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal right coronary artery. A 10mm x 4.00mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention. During the procedure, it was noted that the lesion near the ostium was slightly tight; however, it was crossed by pushing through. Ballooning was then performed, but no resistance was felt from the start, and the balloon ruptured upon checking outside the body. There were no patient complications reported.